Event description:
Effect of aortic thrombus on outcomes following repair of juxtarenal aneurysms using physician modified endografts. The aim of this study is to describe aortic thrombus burden extent and morphology as well as to assess its impact on short- and long-term outcomes for patients who have undergone pmeg for juxtarenal aneurysm. Between 2009 to 2021, a total of 142 patients underwent pmeg (physician modified endografts) for juxtarenal aneurysm using prolene suture. Reported complications are: n=4; stent migration. Treatment: not mentioned. N=4; rupture. Treatment: not mentioned. N=63; sac regression > 5 mm. Treatment: not mentioned. N=16; sac expansion > 5 mm. Treatment: not mentioned. N=142; endoleak (any endoleak). Treatment: not mentioned. N=12; type ia endoleak. Treatment: not mentioned. N=12; type ib. Treatment: not mentioned. N=140; type ii. Treatment: not mentioned. N=46; type iii. Treatment: not mentioned. In conclusion, while thrombus burden and morphology were not associated with adverse peri-operative events or survival, low thrombus burden was associated with an increase in type ii endoleak. These findings suggest that thrombus burden should not deter treatment for patients requiring pmeg.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: eur j vasc endovasc surg. 2025 apr;69(4):568-575. Doi: 10.1016/j.ejvs.2024.10.035. Epub 2024 oct 28. Pmid: 39490634. Https://doi.org/10.1016/j.ejvs.2024.10.035.